Event description:
- -

Event description:
Boston scientific received information that this right ventricular lead displayed high out of range impedance measurements. In addition, loss of capture was observed. A revision procedure is performed. This lead was removed, replaced and returned for analysis. No adverse patient effects were experienced.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured at approximately 34 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.